Manufacturer narrative:
Initial reporter occupation: clinical technology manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported three unknown cook tunneled central venous catheters (cvc) cracked at the hub. As a result, the patient required an additional, outpatient procedure to replace with device with a competitor's product. No other adverse effects were reported for this incident.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 - annex a. Investigation ¿ evaluation. On (B)(6) 2022, a representative of (B)(6) informed cook that multiple tpn catheters (rpn and lot#: unknown) broke. The patients reported to the facility for tpn catheter repair after experiencing catheter breakage. However, the tpn catheter repair sets are now obsolete; therefore, the catheters were removed and replaced with competitor¿s devices on an outpatient basis. No other adverse events were reported due to this occurrence. A review of instructions for use (IFU) and quality control procedures was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. The customer did not provide an rpn. Cook checked the sales data for tpn catheters and determined the investigation will be based off the rpn, c-tpns-6.5-90-redo. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint devices. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. The information provided upon review of the device master record does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The current redo single lumen tpn catheter set are supplied with IFU c_t_tpn_rev9.pdf which includes the following relevant to this complaint: "warnings: -if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify the attending physician immediately. Precautions: -silicone catheter are not designed for power injection. Catheter rupture may occur. Use of a 10ml syringe or larger will reduce the risk of catheter rupture. Suggested catheter maintenance: ¿..if catheter is not to be used immediately, its lumen should be drip maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Normal saline lock is permissible if utilizing the clc000 injection cap. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentration of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency, catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin or saline lock. Strict aseptic technique must be adhered to while using and maintaining catheter." Based on the limited information provided, no device return, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to the event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.